Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not open and was off track on one side. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height cubie drawer 6.1 with failed to close error message. A field service engineer opened the back panel and found the ball bearing cage coming loose from the rail. The drawer was removed from the station, and inspection revealed the bumper was missing from the rail. The bearing cage was repositioned correctly into the rail, and a new bumper was installed on the drawer slide. The drawer was returned to the station, the device was powered back on, and the customer successfully recovered the previously failed drawer. The system functioned as intended after the field service engineer repaired the device.